Manufacturer narrative:
Patient weight is unknown. It is unknown when the postoperative plate loosening and screw breakage occurred. The patient reportedly fell on (B)(6) 2015, but it is unknown if the device issue occurred prior to or as a result of the fall. (The surgeon has attributed the screw breakage to the fall). (B)(4). The complainant parts were returned to the patient and are not available for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally underwent a sternal plating procedure on (B)(6) 2015. Approximately one (1) month later, on (B)(6) 2015, the patient fell and thereafter began experiencing sternal pain. The patient returned to the operating room for sternal revision on (B)(6) 2016. Upon entry into the area, the surgeon discovered that the sternum had healed despite the plates on both sides being loose. Additionally, it was discovered that one (1) of the twelve (12) implanted screws had a broken head; the other eleven (11) screws remained intact. The surgeon determined that the head of the screw had broken off due to the fall. The surgeon was able to easily remove the plates, the intact screws, and the head of the broken screw. The threaded portion of the broken screw was left in the patient. The surgery was completed without further complications and with no time delay. No additional information is available. This report is 3 of 3 for (B)(4).